Event description:
Info received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The tech found the logic board was bad, preventing the beds trend not to function. The tech replaced the logic board to repair the bed.